Event description:
Additional information was received that the patient has not been seen by their physician due to how far away they live from them, however the physician assessed that the patient is not compliant and does not believe the increase in seizures is related to vns. The physician is not sure if the patient is actually having an increase in seizures as they stopped taking all medication against medical advice which could be contributing to this. The physician believes that the cause of many of these issues may just be psychological as the patient has stopped taking medication.

Event description:
It was reported by the patient that after replacement, the patient felt she had a lump in her throat, shortness of breath and a sore throat. The patient stated that she has stopped taking all medications against medical advice and is now having an increase in seizures. The patient was unsure as to whether their device was turned on after the replacement and is currently having an increase in seizures. A session report from the day the replacement of the battery took place was provided, indicating the battery was turned back on. The patient indicated that they have no had any medication changes but has noticed an increase in seizures when her body is disturbed (ie sick or surgery). The patient was informed the device was turned on after the surgery but indicated she felt it wasn¿t as swiping the magnet after having a seizure did not stop it and it did before. No additional relevant information has been received to date.